Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the acetabular reamer (p/n: unknown) was not able to use during the tha surgery on (B)(6) 2019 of the patient¿s right hip joint because it came off easily from the reamer shaft. There were 2 reamer shafts, so the surgery was completed by using another normal condition shaft within a 30 minutes surgical delay and there was no consequence to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.